Event description:
Experienced the breaking of a restylane syringe in 2004. The "bottom part" of the syringe broke during the injection of restylane into a pt's nasolabial fold. This caused a piece of plastic to lodge into the user's index finger. Treatment to the cut index finger consisted of cleaning the wound (size unk) and applying a band-aid. The user inspected the syringe prior to use, and found no unusual properties of the syringe. The pt receiving the restylane injection was unharmed.